Event description:
It was reported that the patient was in ventricular tachycardia (vt) which appears to break during charging cycle. The patient has no underlying rhythm and extended ventricular pause was seen on electrocardiogram (egm) prior to vt restarting and shock being delivered. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No anomalies identified. Device was programmed to pace 30ppm and pacing timing is reset at charge end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).